Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and went to hospital. The customer blood glucose level was 383 mg/dl at the time of incident and the current blood glucose level was 86 mg/dl. The customer¿s blood glucose level was in 300¿s mg/dl, 280 mg/dl, 83 mg/dl and 383 mg/dl. The customer treated high blood glucose level with bolus. Troubleshooting was declined. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and the reservoir will not be returned for analysis.